Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report # 1627487-2019-01289. It was reported that lead migration was confirmed via xray. Xray showed that the left lead migrated from t8 to t5-t6, due to a fall in the previous year. In turn, surgical intervention may be pending to resolve the issue. Note: since it is unknown which lead will be replaced due to migration, both devices are being reported.

Event description:
Device 2 of 2; reference MFR report # 1627487-2019-01289. Additional information revealed that patient underwent surgical intervention wherein both leads were explanted and replaced. Postoperatively, the patient has effective therapy.